Event description:
Corneal ulcer by pseudomonas right eye, followed 3 weeks later by pseudomonas oleaginous (B)(6) 2021 and corneal ulcer left eye. Contact lens solution was sent for cultures, grew pseudomonas. Complete multipurpose solution.